Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, a noticeable layer of calcium at the level of the femoral artery. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician used the prostar device for arteriotomy closure of the right femoral artery after an endovascular aortic valve implant procedure. Reportedly, the prostar deployed; however, "leakage of contrast media was noticed in the site of the suture". Additionally, it was reported that there was "a leak at the right iliac artery at the head of the femur, which was not caused by the prostar". Treatment included "manual compression, posterior angioplasty with balloon and angioplasty with a coated stent". We have requested clarification and additional information.

Event description:
Subsequent to the initial medwatch report additional information received that the physician stated that the leak was caused by the excessive calcification in the artery.